Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported the customer had a compromised force sensor system alarm on their insulin pump. The customer stated their force sensor was broken. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.